Manufacturer narrative:
One pump was returned for analysis in good condition. The event history log was displayed a downstream occlusion alarm that was cleared, an alarm for cassette latch closed, and an alarm for cassette not attached properly. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode to verify the downstream occlusion sensor calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. The downstream alarm sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause of this issue was unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a downstream occlusion alarm. No adverse patient effects were reported.